Manufacturer narrative:
(B)(4): lot 15c038 was manufactured from march 18, 2015 ¿ march 19, 2015.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a leak in the overpouch. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.